Event description:
Initial result for a patient hcg was 402.3. When repeated, the result was 41,929. The incorrect result was not used to guide therapy. The field service rep was unable to determine a cause for the discrepancy.